Event description:
It was reported that the outer cannula appeared pliable and slightly dented (occluded) on one (1) size 6, disposable cannula fenestrated low pressure cuffed and one(1) size 6 disposable cannula cuffless fenestrated tracheostomy tubes. The devices were in use approx one (1) to two (2) weeks when the reported condition was detected. One device was discarded and the other device is available to be returned to the MFR for identification, analysis and investigation. As of the date of this submission the device has not been received.